Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2021-00098. It was reported that the patient's leads were showing low impedance and ineffective stimulation after MRI scan. Reportedly, patient's system was not in MRI mode during the scan and might have been damaged. As a result, surgical intervention might occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that a surgical intervention occurred wherein the system was explanted and replaced to address the issue.